Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm low flow alarms. The controller event log file contained events spanning two hours on (B)(6) 2026. The log file captured a transient low flow fault flag. The fault was brief and did not persist long enough to produce an audible alarm. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient had frequent low flow alarms. The patient¿s rate of flow was well controlled. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. Rtc and rtc_sw lvad live info flags were captured throughout the lvad event and periodic log file they are indicative of an internal communication issue that have no effect on the pump operating at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted for review. The patient had frequent low flow alarms. Rate of flow (rtf) was well controlled. It appeared that the log file contained 1 unsustained low flow estimate. It was reported that during investigation rtc and rtc_sw lvad live info flags were captured throughout the lvad event and periodic log file. They are indicative of an internal communication issue that have no effect on the pump operating at the set speed.